Event description:
It was reported that the patient presented to the hospital feeling fatigued. The lead exhibited a loss of ventricular capture and high impedance. The lead was reprogrammed. The patient would be monitored.